Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and it was reconfigured and the software reloaded to resolve. It was further noted that its hard drive health was less than 100% and therefore the hard drive was replaced and reimaged as a preventive and the upper and lower cases were replaced due to some signs of corrosion found on the exterior of the case. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that the programmer booted to this error. The programmer was returned for service. No patient complications have been reported as a result of this event.